Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient stated that she was now having severe leg pain. Patient attributed it to use of the stimulator, because she had not had any leg pain prior to its use. Called patient stated that the first night she used the unit she was having severe leg pain. On scale of 1-10 the pain was 10 the pain was below surface she have not increased her daily activities did not seek medical treatment and taking pain medication for the pain. Patient states she is stilling wearing unit. Advise her to conduct a time test at one hour increments after she is pain free. Treat for 1 hour per day for the first three days. If she does not experience any pain she should increase treatment time. Patient stated that she will be seeing her doctor next week she will call back with updated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported by the sales rep that the patient stated that ¿she was now having severe leg pain¿. Patient attributed it to use of the stimulator, because she had not had any leg pain prior to its use. N scale of 1-10 the pain was 10 the pain was below surface she have not increased her daily activities did not seek medical treatment and taking pain medication for the pain. Patient states she is stilling wearing unit. Advise her to conduct a time test at one hour increments after she is pain free. Treat for 1 hour per day for the first three days. If she does not experience any pain she should increase treatment time. Patient stated that she will be seeing her doctor next week she will call back with updated. No additional patient consequences have been reported. The spinalpak was not returned for further evaluation.